Manufacturer narrative:
On 13-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after she hurt her chest muscle when she pulled a blanket. In addition, the patient developed capsular contracture during the visual evaluation, an anomaly was observed on the device consistent with shell abrasion an area of missing material was observed within the shell abrasion, measuring approximately 6.1 cm x 2.9 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-sep-2020, mentor received additional information about the event. The patient¿s left breast prosthesis was also observed to be ruptured. The rupture was observed during explantation surgery. In addition, the patient developed baker grade ii capsular contracture in her left breast. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. On 16-sep-2020, mentor received additional information about the event. It was initially reported that the date of event is (B)(6) 2020. New information received states that the date of event is (B)(6) 2020. On 28-sep-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. The patient was pulling a heavy blanket and felt a pull in her chest. The patient¿s chest muscle felt sore. Right breast prosthesis rupture and baker grade IV capsular contracture in the right breast was later diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020.